Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additional information was requested, but not forthcoming. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradients as a result of patient prosthesis mismatch was unable to be confirmed due to no medical records and applicable imagery being provided. In addition, no valve serial numbers were provided. As a result, a DHR review was unable to be performed to determine any manufacturing non-conformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after valve replacement is less than that of a normal human valve, due to reduction in the effective orifice area. If the valve orifice is narrowed, the pressure on the front of the valve builds up as blood is forced through the narrow opening, which causes a larger pressure difference between the front and back of the valve. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, although a definitive root cause was unable to be determined, older female patients with small aortic annuli were used as study subjects. Therefore, it is possible that the inherently small diameter of the implant site contributed to the resulting patient prosthesis mismatch and elevated gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra ) nor corrective or preventative actions are required.

Event description:
As reported by a journal article "comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus", a retrospective review was performed with 929 patients who underwent a transcatheter aortic valve replacement (tavr) with a 23mm edwards sapien 3 valve. The study period was from july 2015 to december 2018. This complaint is for the two hundred fifty-two (252) patients that were observed with severe aortic valve patient prosthesis mismatch post procedure prior to being discharged. The journal article does not provide details of the treatment of the patient prosthesis mismatch.

Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2022-10227, 2015691-2022-10229, 2015691-2022-10230, 2015691-2022-10231, 2015691-2022-10253, 2015691-2022-10270, 2015691-2022-10275. The investigation is ongoing. Reference for journal article: jin r, cox ej, reynolds br, curtis bd, hodson rw, reed mc, gafoor sa, grunkemeier gl, forrester md, ring me. (2022). Comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus. J invasive cardiol. 2022;34(6):e433-e441. Epub 2022 may 19.